Event description:
A journal article was reviewed that contained information regarding a left ventricular (lv) pacing lead. The failure modes noted in the article revealed the lv lead was implanted in a suboptimal position to prevent phrenic nerve stimulation. However at the one month follow up loss of left ventricle capture was noted. When the lv output was increased it caused phrenic nerve stimulation. Electronic repositioning was not possible and therefore the patient underwent a surgical procedure. The patient underwent surgical graft interpostioning to isolate the phrenic nerve from the lead. After the procedure the lead measurements were normal and no phrenic nerve stimulation was seen. The lead remains in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature, and no user facility follow-up is possible without product identification. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Without a serial number at this time there is no way to know if this information has been reported on another medwatch report. (B)(4).